Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infection, hernia recurrence, adhesions, mental pain, pain, suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, and loss of care/comfort/consortium. Post-operative patient treatment included revision surgery.